Event description:
It was reported via the patient call center that hematoma occurred. A left atrial appendage closure procedure was being performed. A watchman access system was placed and a 35mm watchman flx closure device and delivery system was advanced. The 35mm watchman flx closure device was implanted. The patient experienced a major hematoma at the insertion site and was hospitalized for two days.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported via the patient call center that hematoma occurred. A left atrial appendage closure procedure was being performed. A watchman fxd curve access system was placed and a 35mm watchman flx closure device and delivery system was advanced. The 35mm watchman flx closure device was implanted. The patient experienced a major hematoma at the insertion site and was hospitalized for two days.